Event description:
It was reported that the patient was not receiving adequate pain relief despite reprogramming. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077850, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077850, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078376, UDI: (B)(4).